Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer¿s quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total laparoscopic hysterectomy procedure, the device's needle was broken and fell into patient's cavity. The needle was retrieved by the surgeon and took 29 minutes to find it. The procedure was extended for 30 minutes or more. No patient injury has been noted.